Event description:
Boston scientific received information stating: pacemaker manufacturer's report states: lead procedure- high oft. (B)(6) hospital, in (B)(6). Dr. (B)(6). Implant (B)(6) 2011. Repositioned- (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).